Event description:
Investigation found that the pump under infused by +/-5% specification.

Manufacturer narrative:
Investigation found that the pump was partially serviced by third party. Volumetric accuracy was performed and the pump was failed out of +/-5% specification. The pump was calibrated to resolve the issue.